Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: seroma, suspicion of alcl. Concomitant products: mentor memoryshape breast implant 420cc, catalog#: 3341305, serial#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who has a history of bilateral mastectomy for atypical breast cells/breast cancer underwent a primary breast reconstruction with mentor memoryshape breast implant 375cc on (B)(6) 2016. The patient developed a significant new onset seroma to the right breast 3 years after breast reconstruction. The patient presented with initial discomfort in her right chest on or around (B)(6) 2019 when sleeping for two days. On the third day, the patient experienced redness as well further swelling of the right breast. Antibiotics were prescribed by the patient¿s primary care physician; the erythema did resolve but the swelling in the right breast did not (acute late onset seroma). The doctor placed a small drain to collect the fluid within the patient¿s right breast and sent the fluid for cytometry testing. As a result, the patient underwent bilateral complete capsulectomies and implant removal and replacement with mentor smooth moderate plus profile xtra gel implants on (B)(6) 2019. The results of the flow cytometry (aspiration took place on (B)(6) 2019) came back on (B)(6)2019. The results reads as follows: rare cells suspicious for large cell lymphoma in the background of an extensive histiocytic proliferation. No definite immunophenotypic evidence of lymphoma. The concomitant cytology specimen is reviewed and shows similar cells suspicious for large cell lymphoma. Additional evaluation with immunohistochemistry is pending on the cytology of the specimen. Further testing of the seroma fluid performed on (B)(6) 2019 exhibited a small population of large atypical lymphocytes expressing cd30 is present in a background of many histiocytes and t-lymphocytes consistent with breast implant associated anaplastic large cell lymphoma; alk negative. The results of the pathology report of the right breast capsule reads as follows: right breast implant capsule: minimal involvement by breast implant associated anaplastic large cell lymphoma. Specimen a ( right breast implant capsule) has a very small population of cd30 positive lymphocytes which correlate with those seen in the cytology specimen. Information regarding history of tissue expanders is unknown. As of (B)(6) 2019, the patient is alive. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).